Event description:
It was reported that this right ventricular (rv) lead was presenting pacing impedance high out of range exhibiting measurements above 2000 ohms. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.